Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Manufacturer narrative:
No button error alarm was noted. All of the buttons worked properly. However, moisture damage was noted on the keypad traces. The insulin pump had minor scratches on the display window, cracked case at the display window corners, cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, and a cracked belt clip slot.

Event description:
Customer reported receiving a button error alarm on the insulin pump. Customer reported that none of the buttons on the keypad were responsive. Customer stated that the insulin pump may have been bumped. Blood glucose level was 297 mg/dl at the time of the call. No further information was provided.